Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The photo and x-ray investigation found nothing indicative of a device nonconformance; for loosening to be confirmed a series of chronological x-rays is needed, the breakage reported cannot be confirmed, the stem screws into the tibial tray and from the photo provided and x-ray review is not possible to notice any breakage from the stem or stem threads. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: unknown. Dor: (B)(6) 2022. Affected side: left knee.